Event description:
AED apparently drained battery prematurely, low battery warning issued. No patient use is associated with this event.

Manufacturer narrative:
(B)(4). Lot number and expiration date applies to the battery. Model number and serial number applies to the AED. Device evaluation pending device return.